Manufacturer narrative:
Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. Proceed it with the following testing to assure proper functionality of the unit. Pump passed displacement test, sleep and active current measurement test. The adapt tool recorded that on (B)(6) 2024 at 08:46:11.000-hour pump error 63 was recorded. File=2017 line=147 variable = 15. Per software engineering log investigation pump error 63 was due to twi interface on main/motor processor. The adapt tool also recorded pump error 23, 68 and 49. Per software engineering log pump error 68, 49, and 23 were generated on the pump startup due to the memory corruption. Isolate to electronic assemblies. All buttons functioning properly while navigating the menus. No frozen screen noted during testing. Proceeded by cutting unit open and perform a visual inspection on connectors and electronic assembly. All connectors were plugged in properly and no moisture damage was noted. The following cosmetic damages were noted: missing display window/cover, battery tube threads - cracked, cracked case (battery tube), scratched case and stained keypad overlay. In conclusion, customer allegations are not confirmed. Unit powered up properly after battery installation and all buttons functioning properly. No critical pump error 24, frozen screen or battery related anomalies noted. However, during download history review pump error 63 alarms were recorded in addition with pump error 68, 49 and 23. Isolate to electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced frozen screen, pump error 24 (this alarm is generated when a power failure is detected), unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer unable to fully reset pump after removing battery. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.